Event description:
It was reported that during a stenting treatment procedure a tip break occurred. The target lesion being treated was located in the severely tortuous and calcified unknown vessel. A 3.00x32mm taxus liberte stent delivery system was advanced to the lesion 3 times and would not cross. Upon removal after the 3rd attempt, it was noted that the tip was broken. It was noted that the tip did not completely separate from the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure a tip break occurred. The target lesion being treated was located in the severely tortuous and calcified unknown vessel. A 3.00x32mm taxus liberte stent delivery system was advanced to the lesion 3 times and would not cross. Upon removal after the 3rd attempt it was noted that the tip was broken. It was noted that the tip did not completely separate from the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte monorail stent delivery system in two pieces with no stent. There was contrast in the inflation lumen. The hypotube was broken at 36cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. Magnified inspection presented no damage or irregularities that could have caused or contributed to the hypotube broken and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).